Manufacturer narrative:
(B)(4). Internal insulation abrasion was noted at 24.0cm from the connector pin, consistent with the suture sleeve being too tight. This is consistent with the observation from the field of low pacing lead impedance, noise, and oversensing.

Event description:
It was reported that patient presented for routine follow up showing multiple episodes of non-sustained rv oversensing due to noise. Isometrics were able to reproduce some noise. Low impedance measurements were also observed on the lead. Lead was explanted and replaced. Patient was stable post-procedure.